Event description:
During priming for the case the central control monitor for the heart-lung machine displayed "system computer needs service" message, after which the screen froze. There were no adverse consequences to the patient as a result of this event.